Manufacturer narrative:
(B)(4). The device history record of batch number 02k1300204 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Tensile strength test card was reviewed and there is no indication of functional failures. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the gynaecologist had placed two sutures for the sacro-spinal fixation, when knotting the suture in the cystocele the suture broke three times. The pt's condition was reported as fine.